Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample for evaluation. A visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed on the unit and the flow rate was fund to be within specification. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. After 24 hours about one third of the solution was still left (approximately 35ml). The unit was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.